Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes: the stem was revised. The revision surgery was completed successfully. On 04 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture occurred few weeks after primary cementless tha in an overweight (B)(6) year old patient. This event may be the consequence of the intraoperative bone weakening, a normal side effect of femoral preparation. In this case there is no reason to suspect a malfunctioning device. Batch review performed on 09 january 2017. Lot 160751: (B)(4) items manufactured and released on 20 may 2016. Expiration date: 2021-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
Periprosthetic fracture postoperative. The surgeon planned to perform a cerclage or to change the stem to a cemented one.